Event description:
During the coil embolization left internal iliac aneurysm procedure, the surgical team noticed that a few of our embolization coils would not deploy through our direxion microcatheter. There is no reason for this to happen as they are the correct size. Upon taking these coils out and trying new ones, the catheter broke in half at the hub. We were able to retrieve the entire catheter and remove it from the body. We opened another of the same catheter and this happened again. We opened a third microcatheter and were able to complete the procedure and the coils were able to be deployed other than a couple that were damaged. Procedure: pelvic arteriogram with embolization of the left internal iliac artery. Procedure indications: left internal iliac artery aneurysm. Ref report: mw5151327.